Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a PICC dual lumen catheter. The customer stated that the PICC was leaking below the heart stabilization wing on the catheter.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.